Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument malfunctioning jaws, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the primary failure of failed intuitive motion was confirmed. Visual inspection did not reveal any damage to the distal or proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The instrument had imprecise motion. The probable root cause of failed intuitive motion is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This complaint remains a reportable malfunction due to the following conclusion: deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaws were malfunctioning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.